Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the auto off alarm occurred too early. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported; a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations.